Manufacturer narrative:
(B)(4)

Event description:
It was reported that post-paced t-wave over sensing was observed. Reprogramming was performed. No adverse consequences for the patient were reported.